Event description:
The following info was reported to kci by the client: on an unk date in (B)(6) 2011, a grey piece of foam alleged to be v.a.c granufoam was removed from the pt's wound via sharp debridement. The wound subsequently healed.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c granufoam foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. On (B)(6) 2012, the pt was seen again in the physician's office and the wound was described as healing with healthy granulation tissue and the pt was in good condition. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.